Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported the magmum x device wire snare snapped while tensioning rotator cuff before deployment of anchor. It wa stated that a portion of the implant was left in the bone and a new hole was drilled to complete the procedure.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect suture used (2) over tension on the suture. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device including but not limited to: ¿a surgeon should not begin clinical use of the device without reviewing the instructions for use and practicing the procedure in a skills laboratory.¿ ¿warning: do not over tension the suture. -suture the tendon using appropriate suture and surgically accepted techniques.¿ there are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.